Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert during defibrillation threshold (dft) testing at implant. Two months later there was still not a successful conversion with dft testing. Subsequently the s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. Additional information was received that the defibrillation thresholds were high which contributed to the non conversion.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert during defibrillation threshold (dft) testing at implant. Two months later there was still not a successful conversion with dft testing. Subsequently the s-ICD was explanted and the electrode was surgically abandoned. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.